Manufacturer narrative:
Block b3: exact date unknown, event occurred a year ago from the date the manufacturer was made aware.

Event description:
It was reported that patients ipg was non-functional. The patient underwent an explant procedure and the explanted device will not be returned per hospital policy. No further information has been obtained despite good faith efforts.